Event description:
It was reported that the patient presented for an implant procedure. It was noted that guidewire failed to be advanced on the left ventricular lead and it was stuck. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. The guidewire used in the field was not returned with the lead. X-ray examination of the lead found the inner coil inside the connector region was bunched up and stretched at the distal region consistent with procedural damage. The guidewire insertion test was not performed due to damaged inner coil. The cause of the reported event was due to damaged inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.